Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x echo-25 of lot number unknown was returned to cirl for evaluation. On evaluation of the returned device, it was noted that the syringe was not returned with the device. The stylet was in place. There was no needle exposure. There was a kink below the sheath extender; this was caused by the forced of trying to attach the device to the scope. The mlla is off centre. The luer does not connect to the mlla. The customer complaint was confirmed as the stopcock would not attach to the device. Complaint is confirmed as the failure was verified in the laboratory a possible root cause for this issue was that the device may have been damaged when inserting onto the scope. Prior to distribution all echo-25 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot unknown could not be conducted as there was no lot number provided by the customer. The notes section of the instructions for use, ifu0101-0, instructs the user ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "at the end of the handle where needle sheath comes out of the handle. Inside the taper there is a metal ring. The metal ring is not holding properly and not securing tightly to the scope. Due to this, the needle is not holding its position. A new needle has to be opened up and used to complete the procedure." The device was evaluated and a kink was noted proximally.